Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, and no moisture damage on the electronic assembly.

Event description:
It was reported that insulin pump was exposed to moisture damage. Customer reported there is fluid under the lcd display. Customer's blood glucose reading was 87 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.